Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient had expressed she "was not getting medication." A dye study was performed and determined there was a blockage at the distal tip of the catheter. The pump was set to minimum rate and the patient was scheduled for a catheter revision. The revision was completed on (B)(6) 2020. 19cm of the spinal segment was removed and 18.4 cm of a new 8784 was added to the existing portion of the 8780 catheter. The issue was considered resolved. The patient's weight was unknown. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.